Manufacturer narrative:
The power supply was returned for investigation and the reported complaint was confirmed. The root cause was identified to be a design problem with the power supply, providing inadequate protection against overheating of electrical components (due to ac main supply fluctuation, component failure or a short in power cord / device). Ge healthcare stopped shipping the affected units on (B)(4) 2010, and plans to implement a field action for affected units. Ge healthcare will be reporting the issue to FDA per 21 cfr part 806.

Event description:
It was reported that a trusat external power supply stopped working and was warm to the touch. No injury was reported.